Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the device fell apart. The device was replaced and sent to customer on (B)(6) 2012. The complaint is indeterminate. (B)(6). Placeholder.

Event description:
Device was returned for service. During service, the technician discovered the device fell apart. This is report 1 of 1 for (B)(4).